Manufacturer narrative:
(B)(4) was returned assembled with the percutaneous lead cut approx 6" from the pump housing; the severed portion of the lead was returned. The inflow conduit was returned attached to the pump inlet port having been cut at the silicone flex section, approx 0.75" from the proximal end of the inlet elbow; the severed section, including the inlet tube, was not returned. The outflow graft and the outflow graft bend relief were returned attached to pump outlet port. Examination of the blood-contacting surfaces of the device revealed no evidence of depositions or thrombus formations. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the mfg process; the device functioned as intended. A review of device history records for this device showed no deviations from mfg or qa specs. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pump was explanted due to infection.